Event description:
It was reported that during a ptca procedure, a balloon catheter ruptured at 6 atm. No patient injury was reported. This incident is being reported based on the investigative findings.